Manufacturer narrative:
The field service engineer (fse) performed a mechanism check and noticed that the cuvettes were being overfilled. The fse cleaned all vacuum nozzles, reset the water level, checked detergent levels, adjusted the reagent and sample probes, exchanged the gear pump head and performed air purges, and performed another mechanism check and a precision test. The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. The customer has had previous issues with water quality. The investigation is ongoing.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 4 patient samples on a cobas 8000 c702 module. For sample 1, the initial calcium result was 1.66 mmol/l. The repeat result was 2.37 mmol/l. For sample 2, the initial calcium result was 1.80 mmol/l. The repeat result was 2.31 mmol/l. For sample 3, the initial calcium result was 1.53 mmol/l. The repeat result was 2.25 mmol/l. For sample 4, the initial calcium result was 1.81 mmol/l. The repeat result was 2.23 mmol/l.